Event description:
It was reported that during procedure, and approximately five minutes after activating the pedal, the fiber melted at the connector. No additional information was reported.

Manufacturer narrative:
B3 date of event - estimated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in three pieces. The exposed glass tip measured 5 mm and had normal degradation. Testing of the connector identified the light from the sma connector was bright and round, indicating that there was no fracture within the connector. Functional testing could not be performed due to the fiber body separation. As per product analysis, the break occurred at the connector and fiber body meeting point, which confirms the reported event. It is probable that procedural conditions, such as physician technique, size and composition of the material being ablated contributed to overheating of the fiber. The interaction between the connector and console could have ultimately lead to the separation of the connector from the fiber body. According to the instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.

Manufacturer narrative:
B3 date of event - estimated.

Event description:
It was reported that during procedure, and approximately five minutes after activating the pedal, the fiber melted at the connector. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.